Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. As received the lead exhibited high lead impedance in the bipolar configuration. After cleaning the device, normal lead impedances were measured in both configurations.

Event description:
It was reported that post implant, the lead impedance was greater than 2000 ohms in the bipolar configuration. The lead was replaced.